Manufacturer narrative:
During visual inspection, there was no damage to the keypad traces, and the connector on the lcd board was not unlocked. The unit passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. However, the unit had an intermittent button response on the esc button due to a flattened dome switch. The unit had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 69 mg/dl at the time of incident, but was 161 mg/dl at the time of call. The customer treated by drinking soda. The customer performed the displacement test and it passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.